Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered the incorrect blood glucose (bg) value into the pump when programming a bolus to be delivered. The customer did not deliver the bolus. Customer's blood glucose level was 151 mg/dl.